Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using alternate charging supplies. There was no adverse impact to customer's blood glucose.